Event description:
It was reported by the customer that on (B)(6) 2010, the fiber end fired and the aiming beam was not seen at 25,841 joules. No pt injury was reported. The device evaluation is pending.